Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported through edwards lifesciences (B)(4) implant patient registry, approximately 3 years and 4 months after a transapical tavr procedure in the aortic position, a sapien 3 valve was explanted and replaced with a surgical valve for unknown reasons.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b1, b5, g6, h6 clinical code, device code and h10 were updated accordingly. Investigation of this event is ongoing.

Event description:
As reported through edwards lifesciences japan affiliate, 3 years post transfemoral tavr procedure, calcification was observed on the leaflets and maximum velocity measured over 4.0 m/s, which was diagnosed aortic stenosis (as) and it determined that structural valve degeneration (svd). The patient developed heart failure (hf) and tee revealed that infective endocarditis (ie) of mitral valve. The decision was made to perform double valve replacement (dvr). It was not clear whether hf was caused by mitral valve ie or aortic valve as, or both.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned and an image review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of relevant imagery or medical record. A review of the device history records did not provide any indication that a manufacturing non-conformance contributed to the complaint event. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower small vessel disease (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported similar complaints did not confirm any manufacturing non-conformances. As reported, "approximately 3 years later, exact occurrence date was unknown, calcification was observed on the leaflets and maximum velocity measured over 4.0 m/s, which was diagnosed aortic stenosis (as) and it determined that structural valve degeneration (svd)". While a definitive root cause was unable to determine due to limited information provided, a technical summary indicates that valve calcification is likely related to patient factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards defect was identified, no corrective or preventative action is required.